Event description:
IV accessed and hooked up to fluids, however, fluids would not run. Attempted to flush but met resistance (almost like the plastic tubing was sealed off). Changed tubing (kept same IV), fluids ran with no problem.